Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture retrieval issue (suture was not present during retrieval) was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: reportedly, the proglide suture was not present when the plunger was removed. Manual arterial compression was applied after proglide attempts and did not achieve hemostasis. Hemostasis was achieved with simple surgical suturing.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to endoprosthesis treatment of an aortic aneurysm. Reportedly, the proglide suture was not present when the plinger was removed. Two other proglide were used with the same result. Hemostasis was achieved surgerically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.